Event description:
Pt improperly wore (and cared for his) contact lenses. This lead to a serious corneal ulcer that was fusarium keratitis. Due to the severe nature of the infection, it lead to a therapeutic penetrating keratoplasty (cornea replacement) with very poor visual prognosis in that eye. Pt was wearing biofinity toric contact lenses.